Event description:
It was reported that the patient presented for an initial implant of a ventricular leadless pacemaker (vlp) on (B)(6) 2026. The vlp was fixated twice, but it was noted the impedance would not increase. The physician had difficulties re-docking the vlp to the delivery catheter (dc) after the second fixation. The dc was exchanged and the patient was implanted with an atrial leadless device only. The physician believes that tissue lodged in the dc may have caused the inability to redock the vlp. The patient was stable throughout the procedure.